Event description:
While the end user was traveling on the road, the wheel of a tdxsp power chair caught on the side of the curb and the chair flipped. The end user's left leg and left arm got pinned under the chair, she hit her head, and sustained some bruising. Medical attention was sought the 2nd day after the accident and found that she sustained a concussion. Afterwards the chair was serviced and wheels were replaced.